Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion flow blockage at tubing event on 18-sep-2024 the blood glucose level was found to be 400mg/dl. No further information available.